Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range (oor) shock impedance during shock delivery. The patient had an episode of ventricular tachycardia (vt) that accelerated to ventricular fibrillation (vf) following a single burst of anti-tachycardia pacing (atp). The ICD then delivered one 41 joule shock after which the patient's rhythm deteriorated into a dual arrhythmia, vf and atrial fibrillation (af). Subsequently, a total of seven more 41 joule shocks were delivered as per programming; however, the vf was not converted. During delivery of these shocks the shock impedance was oor, and a code was triggered. The patient passed away due to the event. In the physician's opinion, the patient passed away due to their existing condition; however, the ICD system could not be ruled out as contributing to the event due to the high oor shock impedance.